Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges adhesions, blockage of intestine, and pain. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2015. The attorney alleges the patient had adhesions, blockage of intestine, and pain. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."